Manufacturer narrative:
Please note: toothbrush head has been determined to be one manufactured by p&g prior to our acquisition of spinbrush. The product used was either spinbrush pro whitening toothbrush soft 66878 00191 or spinbrush pro whitening toothbrush medium 66878 00193. (B)(6). The product was manufactured at one of the following locations. Contract manufacturer: (B)(4).

Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.